Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to third party repair as well as frequent use and collision. The affected device shows traces of repairs that may have been carried out by an external company. Olympus does not recommend repairs by non-authorized service centers since after such a repair, the product cannot be considered as meeting the standard specifications. The tip is white, which indicates a non-olympus product (the tips at olympus have been manufactured with a black tip). Therefore, a third-party repair is very likely. The handle has come loose, likely due to frequent use and collision. The condition corresponds to the age of the item. Signs of wear and tear, and due to frequent use and the application of excessive force to the handle. Olympus will continue to monitor field performance for this device.

Event description:
See h10 for correction information.

Manufacturer narrative:
The initial reporter was inadvertently submitted as a generic report to capture an unknown number of occurrences. However, the correct number of events was determined and individual reports have been submitted for each. For related events please references reports with patient identifiers: (B)(6). If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The tip was damaged and loose. The black handle was also cracked and loose near the yellow seal. It was noted that the device had experienced a 3rd party repair at some point. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the ceramic tips on several of his olympus resection sheaths were breaking during procedure preparation. Specific details regarding these events were requested, but no answers have been provided at this time. There was no patient harm reported as a result of these events. This report is being submitted as a generic record, designed to capture the unknown number of occurrences that the customer experienced this failure mode.